Event description:
The customer reported the ventilator went vent inop, and alarmed while in use on a pt. The customer reported there was not pt harm. Vent inop, when in use, will stop providing ventilaory support to the pt.

Manufacturer narrative:
The respironics svc tech confirmed the reported problem was due to flow sensor failure. The svc technician replaced the exhalation flow sensor. Performance verification testing and extended self testing (est) was performed on the ventilator, and all tests passed per operating specifications. Exhalation flow sensor.